Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description 1)particulate matter in drip chamber. 2) secondary backing up into primary. Detailed inquiry description 1) rn when to prime tubing and saw brown dots in drip chamber. See pictures. 2) secondary set backing up into primary.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and two used samples were provided for evaluation. Upon visual inspection of the sample, one sample showed blackish foreign particles on the drip chamber. The other sample underwent piggyback testing, connected to an infusion pump operating for a fifteen-minute duration. Simultaneously, a secondary intravenous (IV) bag containing green dye was attached. This setup aimed to detect any backflow at the most distal backcheck valve. No signs of backflow were observed during the investigation. The photograph was evaluated, and black particles noted at the base of the drip chamber. Based on the data from the investigation, the reported defect of foreign matter was confirmed. The reported defect of backflow was unable to be confirmed. An investigation by the supplier determined that the black particles in the drip chamber are degraded spots of pvc embedded in the soft pvc chamber. Due to the lack of traceability information, the supplier was unable to conduct any batch review or further investigation. An approved project is in place to further address issues with sets which are unable to prime and backflow during secondary infusion with IV sets. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.